Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (403 mg/dl). Contact stated that she believes the customer ate extra food which cause blood glucose levels to elevated. Customer received a manual injection at the doctors office to stabilize blood glucose levels. Contact stated that the customer did not go to the emergency room and was not hospitalized. Subsequently, the customer experienced elevated blood glucose levels two days later on (B)(6) 2016. Customer's blood glucose level was in the high 200 mg/dl range. Contact stated she believes customer ate extra food, and that the pump may not have been working properly at that time which caused blood glucose levels to elevate. Customer delivered a correction bolus via the pump to stabilize blood glucose levels. Contact stated the pump is functioning as intended now and blood glucose levels have stabilized.